Manufacturer narrative:
The na electrode lot number was abt81 with an expiration date of 01-jun-2025. The cl electrode lot number was v8358. The expiration date was not provided. On 13-aug-2024, the field service engineer performed maintenance/decontamination on the ise analytical unit (line 2). He ran the wash rack and performed calibration but it failed. He then checked the ise unit for leaks, flushed the flow path, primed reagents, and did an air purge. He replaced the degasser and performed an ise check, calibration, and precision studies and they were all within specifications. Qc was acceptable on the day of the event prior to the samples' measurement. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 2 patients' plasma samples tested on a cobas pro ise analytical unit (line 2) when compared to a different cobas pro ise analytical unit. Results for the following tests were affected: sodium (na) and chloride (cl). Discrepant results for 1 patient sample tested for na and 1 patient sample tested for cl were provided. Sample 1 (patient 1) was tested for na: initial result: 149.2 mmol/l. Repeat result: 138.7 mmol/l (tested on another pro ise). The initial result of 149.2 mmol/l was reported outside the laboratory and allegedly not corrected. Sample 2 (patient 2) was tested for cl: initial result: 99.7 mmol/l (accompanied by a data flag). Repeat result: 110.3 mmol/l (tested on another pro ise). No questionable result for sample 2 was reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The qc recovery was within range. There was no indication of a performance issue with the reagent. The alarm trace showed calibration errors during the samples' testing. The field service engineer found that the cause of the event was an issue with the degasser. He replaced the degasser. He then performed an ise check, calibration, and precision studies and they were within specifications. The service actions (replacing the degasser) resolved the issue. No further issues were reported afterward.